Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in 2008 the implant was installed, in 2021 - ultrasound revealed the rupture of the implant.